Event description:
It was reported that the insulin pump is not alarming no delivery. Customer found bent cannulas and no alarms occurred. The blood glucose reading is 304 mg/dl. Customer not feeling well; feels tired. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.